Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an unknown quantity of luer activated valves for IV access that are thought to be involved in causing hemolysis. The reporter stated, "I'm interested in the cap itself causing hemolysis when drawing blood through it." The reporter alleged that when the ed nurses initiate IV's they draw labs right away through the extension tubing and cap. According to the report, the process used at the facility is the IV is inserted into the patient and is used with the extension set which contains the clearlink luer. They then attach the vacutainer (tubing used to draw and store blood before it reaches the lab) to the end cap of the clearlink and draw the blood. They are having problem with hemolysis in the lab after the blood has been drawn. The reporter has received numerous reports that the blood in the vacutainer has hemolyzed by the time it reached the lab for evaluation. The customer is alleging that there is some correlation between the clearlink and the hemolysis occurring in the vacutainers. The conditions were identified after patient use. There was no patient injury or medical intervention associated with these events. No additional information is available.